Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during the occlusion break in quadrant mode in a cataract surgery on the right eye, the ophthalmic system stopped irrigation and aspiration during phacoemulsification mode. The patient experienced capsule bounce and chamber instability. The balanced salt solution (bss) bag became empty without any additional advisory other than the hundred milliliter threshold, and the probe injected pressurized air during the procedure. The current condition of the patient is unknown. This report pertains to ophthalmic operating system involved for this reported event. The surgery was completed by replacing the fluidics module.